Event description:
Healthcare professional reported after injection with unspecified juvederm voluma in the marionette lines, nasolabial folds, mid race, cheek bones, and "minimal injections in the lips" pt developed inflammation and a lump under the eye; this area was not injected and the healthcare professional thought it a "strange place of infection". Pt was treated with prednisone and ciproxin; "after a week there was less inflammation and thickness from the lump". An unspecified amount of time later, the pt developed "hard, non-tender nodules in eight places across the face". First the lumps were only on the jaw, but have subsequently occurred in other locations, including the pt's lips. The healthcare professional continued with antibiotics and added prednisolone.

Manufacturer narrative:
Further information from the reporter regarding event, product, or pt details has been requested. No additional information is available at this time. The event of hard nodules, inflammation, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: precaution for use. As a matter of general principle, implantation of medical device is associated with a risk of infection. Undesirable effects: the pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment.